Event description:
Hcp reported the patient experienced baclofen withdrawal and loss of pain control. A catheter dye study showed the catheter to be ok. A pump rotor study showed the rotor to be stopped. The pump was revised. The patient recovered without sequela.